Manufacturer narrative:
(B)(4). Manufacturer acknowledge lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of erratic blood results. Customer states that she is getting a variance of 150mg/dl difference with her replacement meter. Customer would not troubleshoot and declined to perform a blood test during the call.

Event description:
Consumer complaint of erratic blood results. Customer states that she is getting a variance of 150mg/dl difference with her replacement meter. Customer would not troubleshoot and declined to perform a blood test during the call.